Manufacturer narrative:
A corneal ulcer may occur with or without contact lens wear. No product defect has been identified and no causality can be confirmed. The true seriousness of this event is unconfirmed. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. No product or lot info is available for eval. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are (B)(4). Conclusions: no conclusions can be drawn.

Event description:
During a casual conversation on (B)(6) 2012, a consumer mentioned a (B)(6) employee that he had a corneal ulcer. The pt was contacted and replied by email stating that the injury resulted in a "small, fatty scar on my cornea. No severe consequences." The event occurred about 9 years ago and the specific vistakon brand is unk. The pt reported sleeping in his lenses and at the time of the event, he reports that he had slept in his lenses "most likely after a couple of days" and woke with a significant ocular pain. The pt went to an emergency department and was diagnosed with an "eye laceration", prescribed antibiotics and the eye was patched. Follow up a couple of days later with an ophthalmologist revealed a corneal ulcer. The pt was prescribed antibiotics, drops "to prevent dryness" and the patch was removed. The pt was advised to stop contact lens wear. Location of the ulcer is unk. Our firm has attempted to obtain info from the treating physician but have not been successful. No visual deficits were reported. Corneal ulcers are a small, but known risk of contact lens wear.